Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging wires in the cable and breaking the j703 off of the distribution node (dn) pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.